Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt requested that her scs system be removed due to pain she was experiencing at the pocket site. No further issues were reported.

Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.